Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that two cannula injection sites developed into large discolored swellings under the skin. The patient was treated with antibiotics. After three months the swelling has greatly reduced though the discoloration persists. No further information available.